Manufacturer narrative:
(B)(4). The implanted device remains.

Manufacturer narrative:
Per the clinic, on (B)(6) 2014 the abutment was removed from the fixture and the area surrounding the implant was debrided. Subsequently on (B)(6) 2015, the patient underwent revision surgery to have an internal magnet place. This report is filed february 10, 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the abutment site. Subsequently, the abutment was removed to allow the site to heal. The implanted device remains.